Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was found to be unresponsive during installation. There was no patient involvement. A third-party service representative downloaded the pump report and identified an error. A replacement pump has been requested by the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was found to be unresponsive during installation. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). According to inspector the reported issue could be reproduced and was caused by a defective component on the processor board hkr 0325. After replacement of this component subsequent testing found no further issues. A successful technical safety inspection performed and the device returned to the customer a review of the DHR did not identify any deviations or nonconformities relevant to the reported issue.

Event description:
The touch screen of rp150 (B)(4) has been found no function during installed the s5(48e04488) . An error has been found when we down load the pump report. The user refuses our engineer to fix it and strongly ask sorin to replace it by a new rp150.